Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the pc board has a short circuit. There is another complaint with this s/n but it was repaired on a different day with other issues.